Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system was unable to boot up. Upon troubleshooting, fse found mpdu controller was defective. To resolve the issue, fse replaced the controller board. After replacement of the controller board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.